Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump time was off by more than 10 minutes. The patient reported that the pump appeared to be slowly losing time by about 10 minutes per month compared to a cell phone. This report is made based on the allegation that the pump was losing time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump histories. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.